Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor screen blank) has been confirmed. Upon evaluation, the monitor would not power up. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection at pin a23. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began was approved by FDA on 12/20/2012. Implementation began on 01/21/213. Results will be monitored. No adverse event resulted form the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor screen went blank and would not re-boot. The pt was issued a replacement monitor.